Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant date provided is a scheduled date.

Event description:
Physician reported right side intra and extracapsular rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., h6.